Event description:
Customer reported that a sample with a previous history of anti-jka did not react during an antibody screen. No erroneous results were reported.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. Return product was tested to confirm the reactivity of the jka antigen. Satisfactory results were observed. No reactivity was observed with the patient sample and the returned reagent red cells. (B)(4).